Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (4 mg at .30013 mg/day), bupivacaine (20 mg at 1.50065 mg/day), and fentanyl (2000 mcg at 150.06513 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pain was not being managed and they requested to continue increasing their dosing. An increase in sc hydromorphone by 0.4mg was made today. Additional information received from the healthcare provider via a clinical study indicated that an increase in sc hydromorphine by 0.4mg was made. Additional information received from the healthcare provider via a clinical study indicated that an increase in sc hydromorphine by 0.3mg was made. Additional information received from the healthcare provider via a clinical study indicated that an increase in sc hydromorphine by 0.4 mg was made. Additional information received from the healthcare provider via a clinical study indicated that the patient tolerated last increase well and found it helpful. Additional information received from the healthcare provider via a clinical study indicated that the patient had 9/10 pain. An increase in hydromorphone was made. Additional information received from the healthcare provider via a clinical study indicated that the patient had a lumbar MRI without contrast performed. Additional information received from the healthcare provider via a clinical study indicated that the patient was unsure how helpful the pump was and wanted to decrease it medication. The patient was given a si joint injection and a decrease sc hydromorphone by 2.69/day to 2mg/day with the removal of 3 boluses was made. Additional information received from the healthcare provider via a clinical study indicated that the patient tolerated last decrease and there was no increase in pain. Additional information received from the healthcare provider via a clinical study indicated that a failed catheter dye study was done. The catheter access port could not be aspirated. The patient would not like to proceed with catheter revision and would like to proceed with explant.

Manufacturer narrative:
Continuation of d10: product ID 8596sc serial# (B)(6) implanted: (B)(6) 2022 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 08-sep-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the pump passed all testing in the laboratory and no anomalies were identified. The catheter was analyzed and no significant anomalies were identified. Continuation of d10: product ID 8596sc serial# (B)(6) implanted: (B)(6) 2022 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8596sc. Serial# (b)(60, implanted: (B)(6) 2022. Product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient felt their pain was manageable and would like to stop therapy. The pump was turned to minimal flow.

Manufacturer narrative:
Correction made to b1 and h1. Continuation of d10: product ID 8596sc serial# (B)(6) implanted: (B)(6) 2022 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8596sc. Serial# (B)(6). Implanted: (B)(6) 2022: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the pump was explanted.